Event description:
It was reported that during a post-op check of the recently implanted system, a loss of atrial capture and sensing was observed. No patient symptoms were reported. A chest x-ray revealed that the lead had dislodged. During lead revision, it was decided that the atrial lead was not needed. The lead was explanted without replacement. The patient was noted to be in good condition following the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).